Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, the obturator could not be removed after inserting the trocar to the abdominal wall. The surgeon removed the trocar from the patient and stopped using it. Another trocar was used through the same incision site. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The trocar was stuck inside the cannula. The trocar was removed and there was damage visible. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of stuck obturator may occur after forceful insertion of the obturator where the locking tabs were not properly aligned. The most likely root cause for the observed condition was determined to be related to a bad insertion of the locking tabs into the trocar¿s slots. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred. The patient gender is not available. The patient age is not available. The device was not reprocessed/re -sterilized prior to use.